Event description:
Hospital personnel were attending to an asystolic patient. External pacing was initiated and allegedly displayed a pacing leads off message and would not pace. A back up device and new therapy cable was obtained and treatment to the patient continued. The patient was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.